Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results mets both accuracy and repeatability criteria. No product deficiencies were observed. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2013. Inratio2: 1.2. Lab: 2.1. Therapeutic range: 2.0-3.0. Time between tests: few minutes.